Event description:
It was reported that the patient was experiencing inadequate stimulation and was having difficulty charging the ipg which resulted to the ipg being non functional. The patient underwent an ipg replacement procedure and was doing well post-operatively. Explanted ipg will not be returned.